Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was broken 51.8cm distal to the strain relief and was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, balloon and tip section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2015. It was reported that shaft kink occurred. The 90% stenosed, 25x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the target lesion. However, it was noted that the shaft was kinked about 45cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.